Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon torn apart. Not much of the tampon was left inside, only about half- vagina [foreign body in reproductive tract]. When I took it out, I found that a part was missing [complication of device removal] tampon torn. A part was missing [device breakage]. Case narrative: consumer reported via phone that the tampon tore apart and was left in the body. No serious injury was reported.